Event description:
It was reported that insulin was leaking from the reservoir, but she does not know where it was leaking. The customer stated that she noticed insulin in the reservoir compartment. It was stated that the customer tossed out the reservoirs. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.